Event description:
Additional information reported the pump flipped and the physician re-enforced it with sutures. The pump was delivering dilaudid 3.998 mg/day, clonodine 19.9998 mcg/day, bupivacaine, and sufentanyl. No further information available.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient thought the pump was flipped and notified the physician. An x-ray was performed and revealed it was flipped. A revision was performed on (B)(6) 2013 to flip the pump back and refill it. The patient has no side effects or therapy loss.